Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime test due to faulty force system resistor. Motor passed motor test and unit passed basic occlusion, no delivery and displacement test. No moisture damage on electronics noted. Pump received with scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the pump restarts on its own. Customer's blood glucose was 217 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.